Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath into the patient's femoral artery. The md could not advance the iab through the saf sheath. As a result, the md removed the iab and saf sheath. The md then inserted the teflon sheath and another iab into the same femoral site. There was no reported patient death or injury. Medical / surgical intervention was not required. The delay in therapy was "only a few minutes, until iab number two was inserted" per the manager of the cath lab. The outcome of the patient is "fine".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.